Manufacturer narrative:
One smiths medical cadd solis vip was returned for analysis. The visual inspection of the pump found that the pump was in excellent physical condition. Review of device history log found the reported event in the device history log. Functional testing included power up self-test. The customer stated issue could not be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump exhibited error 46507. Reported that there was no patient involvement.